Manufacturer narrative:
The guidewire lumen was found to be split from the distal end of the guidewire channel to the distal end of the device. The split edges appeared to be rippled as something had split through the extrusion. The cause of the damage is unknown, however, the condition of the device indicates that it may have been twisted during removal, which may have damaged the guidewire channel. A lot history search was performed and revealed one other complaint reported against lot number 9028689 for a non similar issue from the same customer. A review of the device history record revealed no anomalies. Customer complaint confirmed.

Event description:
It was reported to boston scientific corporation in 2006 that an autotome rx sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the day prior. (Female patient , age and weight unknown) according to the complaint, during procedure, the "c" channel was stripped all the way to the tip. The case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".